Event description:
Residual fluid in the syringe that is hooked up to the balloon port of our patient's swan ganz pa [pulmonary artery] catheter. I inflated the balloon to see if there was any fluid there and noted yellow looking fluid. Manufacturer response for pa catheter, 777f8 (per site reporter). They are investigating.